Manufacturer narrative:
The investigation of delivery issues and product damage (hole in catheter) has been completed. Only the pump was returned for investigation. A data log review was not required for this case. The red lumen was partially removed on returned pump and hole was observed on the pigtail. No other physical damage was noted on the pump. The red lumen was completely removed from the pump, and no damage was observed on the red lumen. Test guidewire was smoothly advanced in red lumen. Returned product investigation suggests that the red lumen was partially removed before the guide wire was inserted, which caused the pigtail damage by guidewire. The cause of the delivery issue was most likely use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18329. D9 date device returned to manufacturer was missing. E4 should have been left blank. H3 device not returned to manufacturer for evaluation: should have been marked no. H6 4114 was reported incorrectly. H10 the impella device was received and the investigation was underway.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported the patient had an attempted impella cp implant and when the pump was being inserted the guidewire got stuck in the pigtail/easy lumen guide. The wire punctured through the side of the pigtail. The pump and wire were removed and a new pump was used successfully. No reported patient harm.